Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was inserted and removed because the surgeon saw a bubble in the optic. Additional information was requested.

Manufacturer narrative:
An unapproved ovd was indicated to be used with associated products. Additional information was provided in a.1., a.2., a.3., b.5., d.11., h.6. And h.10. Corrected information provided in h.3. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the reporter verified that another lens was implanted and there was no patient harm.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the opened carton. Solution was dried on the lens. Both sets of toric lens model axis marks are observed. One haptic is bent in the gusset area and is broken at the haptic tip. The broken tip was not returned. There were no bubbles observed in the optic. The central area of the optic has a deep gouge/torn area which may have been interpreted as the complaint. The optic is torn/cut into two portions, similar to damage from insertion and removal. The optic has split/cracked marks in the shape of an instrument used to grasp the lens. All product and batch history records are quality reviewed prior to product release. A qualified cartridge was used. The handpiece and the viscoelastic indicated are not qualified for the lens/cartridge combination used. There were no bubbles observed in the optic. The optic center has been gouged and this damage may have been interpreted as the reported complaint. The root cause may be related to a failure to follow the dfu. The account used a handpiece which is not qualified for use with the lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).